Event description:
Catheter was inserted into patinet, needle and guide were removed, medication was administered. Crna made the insertion and said he had some difficulty finding an opening through the spine. He made several attempts before succeeding. When catheter sheath was removed a portion was missing and presumed to remain in patient. Patient was informed of the situation immediately. Four view xrays were taken and dr. Stated he sees "5-6 cm cath outside of spinal canal and sub-fascial at l1-2". Dr. Believes that if the catheter does migrate it will likely go sub-q and not intraspinal. Dr. Was notified and informed patient. Patient elected to leave catheter in place as she was asymptomatic. Neuro consult completed and agreed with leaving cath in place. Patient was discharged on 3/18/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.